Event description:
In 2009, the patient reported that for the past "couple months" he has noticed insulin leaking out of his infusion site about one day after he changed his infusion headset. He said his skin is "puffy" around the site area and when he massages the area, the puffiness will go away. He stated he rotates his site around the abdomen area. His target blood glucose range is 70-120 mg/dl but when he has leakage his blood glucose will increase to over 200 mg/dl. He stated his readings do not seem to decrease when he delivers a bolus unless he massages the area. His readings will then drop down to 140-150 mg/dl within a couple of hours. A request for additional training was submitted. On follow up with the patient, he was advised to use an infusion headset with a longer cannula and courtesy infusion sets were sent. Additional training was declined by the patient. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.